Manufacturer narrative:
A device related cause for the reported infection could not be confirmed during the evaluation of the device and a correlation between the device could not be determined. The explanted pump was returned for evaluation. Examination of the pump¿s blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The returned portion of the driveline was examined and was found to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists driveline, local and pump pocket infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a heart transplant on (B)(6) 2016. The patient had been upgraded to 1a status on the transplant list due to recurrent bacteremia. The patient was initially admitted in (B)(6) of 2015 for (B)(6) with implantable cardioverter defibrillator (ICD) lead involvement requiring ICD lead and generator extraction. On (B)(6) 2016, blood cultures tested negative, but based on the infectious disease service recommendation, the patient was discharged with IV nafcillin via PICC line for 6-8 weeks with transition to oral antibiotic suppression thereafter. During the patient's hospitalization the patient experienced headaches and unspecified visual changes and was found to have a subarachnoid hematoma that was managed conservatively with anticoagulation reduction. The neurosurgery service was consulted and no additional treatment was recommended. Prior to discharge from the hospital, the neurosurgery service approved the patient to resume taking anticoagulation therapy. The patient's headache and visual changes were gone upon discharge. On an unspecified date, the patient was re-admitted with recurrent (B)(6) and again developed a head bleed. The patient experienced an intraparenchymal hemorrhage of the left parietal and occipital lobes. The etiology was unclear but was reported to likely be due to a combination of anticoagulation in the setting of bacteremia. It was reported that it did not appear to be septic emboli. The patient was discharged on (B)(6) 2015 with plans for ongoing IV vancomycin for about 8 weeks, anticoagulation with aspirin and warfarin, and an inr goal 2.0-2.5. On (B)(6) 2016, the patient was admitted with ventricular fibrillation with a suspected left ventricle suck down event. The patient's rhythm was converted to sinus rhythm with dc cardioversion. After the event the patient reportedly experienced mild acute kidney injury. On (B)(6) 2016, the patient was re-admitted after blood cultures tested positive for staphylococcus aureus. The patient was treated with vancomycin and was discharged on (B)(6) 2016 on IV nafcillin for 6 weeks. The patient's blood cultures had not been positive for (B)(6) for weeks prior to the transplant on (B)(6) 2016. No additional information was provided.